Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's (pt) external equipment keeps disconnecting and it's turning the stimulator off. Pt states they know the implant is off because they have a return of symptoms and the confirmed they are seeing the ball is in the off position. Pt confirmed they have not changed programs recently and this issue just started yesterday. Pt was unable to provide the exact message they were seeing on the handset to explain why they feel the equipment keeps disconnecting. Pt also states the handset it showing the incorrect date and time. Troubleshooting was unable to be performed as pt was unable to provide further information on the call regarding the issue. The caller was redirected to call back if they continue to see the message on the handset so they continue to troubleshoot. Reviewed if external equipment is not being used the session will time out but that will not shut stimulation off. Also reviewed how to adjust date and time on handset.